Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one used primary set, model 11532269, was received by the customer for investigation. Upon visual inspection, it could be observed that the silicon tubing pumping segment was disconnected from the upper fitment. The retainer ring for this engagement was still attached to the tubing. No other defects were observed. Visual inspection under magnification was performed on the silicon pumping segment. The retainer ring was removed and an indentation from the ring could be observed, indicating that it was properly aligned during the manufacturing process. A device history record review could not be performed on model 11532269 because a lot number was not provided by the customer. Investigation conclusion: the customer's complaint of a break at the point where it fits into the alaris pump at the top was verified. Root cause description: the root cause of the set separation could not be determined. However, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s upper fitment during use or set loading. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv separated from the patient's central line during use, and the patient got clabsi as a result. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we have had some issues with our IV infusion tubing in the nicu. We have had the infusion tubing completely come apart in different areas of the tubing. My staff have placed verge events for these and I have saved the tubing for further investigation if needed. The two previous verge events were on (B)(6) 2020 (B)(4), (B)(6) 2020 (B)(4), and the one below that was just placed. I am very concerned because this tubing is attached to central lines in all cases. We have also reported this to the risk department because one patient did get a clabsi."